Event description:
The event description was reported as: during a laparoscopic partial nephrectomy, the first clip fired and did not close properly. The clip was removed and discarded. There were subsequent problems with the following three clips. This is the first of four reports about the incidents with the clips from that same package. No patient injury reported.

Manufacturer narrative:
Sample is not available for investigation. The results of this investigation are not available at the time of this report. A follow up report will be sent when investigation is complete.